Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter ¿plastic particles¿ were found on the distal end of bd safetyglide¿ needles prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: no samples were returned from lot # 7271565, catalog #305902; however, two photos were also submitted for review. Based on visual examination of the photos, foreign matter in form of loose white fiber and particles were observed on cannula shaft on photos. The observed fiber/particles are level one in size which is not a rejectable condition as per product specification. Product defect confirmed based on photo evaluation performed. DHR review for batch 7271565 (p/n 305902): manufacturing dates: 10/8/2017 to 10/10/2017. Batch quantity was 670,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7271565 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause not required based on severity and occurrence level defined for this complaint. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.